Event description:
Information was received that a smiths medical cadd legacy plus pump. Pump won't run. No air in line noted. Pump was turned off 18 hours prior to scheduled completion. No adverse patient effects were reported.